Event description:
A report was received that the patient's back and leg pain had increased due to scs was wearing down and the leads were broken. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure where the entire system was replaced. It was also reported that there was no imaging study taken to visualized the broken lead of the previous system. No malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's back and leg pain had increased due to scs was wearing down and the leads were broken. The patient will undergo a revision procedure wherein the leads will be replaced.

Event description:
A report was received that the patient's back and leg pain had increased due to scs was wearing down and the leads were broken. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional information was received that the leads were replaced due to high impedances. The physician suspected fracture on the leads and believed this caused the high impedances.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator.

Manufacturer narrative:
Date received by manufacturer: 08-dec-2014.

Event description:
A report was received that the patient's back and leg pain had increased due to scs was wearing down and the leads were broken. The patient will undergo a revision procedure wherein the leads will be replaced.